Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 35-volt failure of the device. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The device was experiencing a 35-volt failure, which caused the device to produce a primary alarm failure. In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the device diagnostic report (drpt) was not available. The asp stated that, following maintenance of the device by the customer, the device was fully functional returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).